Event description:
In 2009, the pt reported she has had elevated blood glucose readings of 250-300 mg/dl an hour after changing the insulin cartridge of her infusion device. She said she corrects her readings and does not experience any further elevated readings until she changes the next cartridge. She stated this began about 10 weeks ago, when she switched to the new cartridge filling system. The pt confirmed she primes the infusion set tubing each time she changes the cartridge. She said she uses room temperature insulin to fill the cartridges and attaches the adapter and tubing to the cartridge prior to inserting it into her device. Courtesy cartridges were sent to the pt. The pt was educated on the proper techniques to change the cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.